Event description:
During investigation of the returned colonovideoscope, foreign material was found in the auxiliary water tube.

Manufacturer narrative:
The device was returned to olympus for inspection and white foreign material detected in the auxiliary water tube. A root the observed foreign material in the device auxiliary channel could not be identified and a definitive root cause of the issue could not determined, however, based on the results of the investigation, it is likely the issue was the result of use of a product that contained silicone during reprocessing, that can cause deposits of white foreign material and can remain in the channel even if reprocessing was otherwise conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The likely cause of the issue was failure to follow the IFU instructions. The event can be prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.